Manufacturer narrative:
Follow-up #2 animas has conducted a review of the device history record on (B)(4) 2012 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was peeling by the up arrow keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, down arrow and ok keypad buttons were unresponsive. During investigation, evidence of contamination was found under all the key contacts. The pump failed a leak test and evaluation revealed moisture in the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure. The reporter denied any damage to the keypad. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.